Event description:
It was reported that the patient's right hip was revised due to possible osteolysis and pain. Intra-operatively, markings were found on the trunnion and inside the head. Stem and shell were noted to be well-fixed. Surgeon cleaned the trunnion, performed a debridement, and revised a 36 -5 lfit head and 10° 36e liner to a 36 +0 biolox head and sleeve with another 10° 36e liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding osteolysis involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.